Event description:
It was reported that during an open liver surgery under sedation, the thunderbeat's probe broke and approximately 1cm got stuck in the liver. It was retrieved with no damage to the surrounding tissue and the procedure was completed using an olympus backup device. There were no reports of further patient harm.

Manufacturer narrative:
The device was not returned to olympus for inspection therefore the reported failure was not confirmed. The complaint was not confirmed due to no device return. The cause cannot be established due to no findings available. The most probable cause of the complaint is: cause not established; which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.